Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had network failure. A technical support specialist identified that multiple stations were in a disconnected mode and determined that the issue was related to the network between the application and the database server. The tss attached the relevant knowledge article (hospital network / adt / oe or customer third party software issue). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple devices were in disconnected mode. The customer reported that they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.